Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the colon in an open right hemicolectomy procedure, everything seemed fine. The following day, the proximal and distal staple line were closed, but the middle of the staple line was open. An additional operation involving resection and re-stapling was performed on the patient to fix the staple line and correct the issue. The event led to extended patient hospitalization for 2 days.